Event description:
A non-healthcare professional reported that the system taking longer time for incision than usual in unknown eye during cataract surgery. No patient was injured and procedure was completed.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #3008772169) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center site #2028159). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. There were no relevant complaints found, as part of this investigation. The company representative performed an on-site assessment and tested for shooting phase time on a customer¿s profile. The testing revealed the system was working as expected. It was determined that the ¿shooting phase times vary depending on the structure of the eye.¿ the system itself was reported to have no problem. Based on the information available, the reported event was confirmed but is unrelated to the functionality of the device. The system was found to have no problems. Based on the information available, the reported event was confirmed but is unrelated to the functionality of the device. The manufacturer internal reference number is: (B)(4).